Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23743. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's pacemaker and right ventricular lead exhibited noise over-sensing resulting in multiple noise reversions and high ventricular rate episodes. It was noted that the right ventricular lead also exhibited low pacing impedance which caused the device to polarity switch. Programming changes were made. The patient was stable.